Event description:
Caller reported experiencing an alarm 2 followed by an alarm 26 related to occlusion. Caller declined to provide information about any impact on blood glucose levels. Technical support advised the caller to manage the occlusion by disconnecting tubing and delivering a 5-unit bolus, which was done twice, but the alarm persisted. A blockage was found in the cartridge, and the caller was informed that while off-label, transferring insulin from an old to a new cartridge was acknowledged. Ultimately, the customer changed supplies as needed and resumed insulin therapy.